Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder, high cholesterol and fibroids. Concomitant products included aripiprazole (abilify), gabapentin (neurontin) and venlafaxine (effexor). In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("hormonal changes describe: severe depression"), mood swings ("mood swings"), emotional disorder of childhood ("feeling misery"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), back pain ("pain"), abdominal pain lower ("lower abdominal pain") and premenstrual syndrome ("pms"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, mood swings, emotional disorder of childhood, allergy to metals, fatigue and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain lower and premenstrual syndrome had resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, depression, emotional disorder of childhood, fatigue, menorrhagia, mood swings, pelvic pain, premenstrual syndrome and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted in essure insertion date: 2007 & (B)(6) 2015. Diagnostic results: (B)(6) 2016: final pathologic diagnosis: uterus, cervix, and bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomies. Cervix mild chronic inflammation and squamous metaplasia. Endometrium secretory features with stromal breakdown change. Myometrium focal changes of scar and multiple leiomyomata, largest 0.4cm. Uterine serosa fibrous adhesions. Bilateral fallopian tubes fibrous adhesions. No endometriosis, epithelial dysplasia, atypical hyperplasia, or evidence of malignancy. The proximal half of each fallopian tube has a coiled wire present in the lumen consistent with essure device the right essure device also extends into the cornu, while the left essure device is only present within the fallopian tube. 2007: hysterosalpingogram: 1st test- it did not complete and to continue taking birth control. 2nd test- it had fully healed and that it was at 100%. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events depression, mood swings, misery, vaginal, menorrhagia, nickel allergy , pain , fatigue, pms, abdominal pain lower are added. Lab data updated. Concomitant & historical drugs conditions are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.